Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that they learned about the issue the same day that they filed the report. The patient¿s healthcare professional (hcp) has been informed and would discuss options for surgical revision. The rep also provided the hcp¿s office with the interrogation impedance report. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient had gastric bypass surgery in which they lost hundreds of pounds. The ins is now loose in the pocket and has moved to their hip area. It is very painful when the battery presses on their hip. The rep checked the impedances and multiple electrodes were greater than 10,000. The rep shared those results with the hcp. There were no falls, emi, or compliance issues. The cause of the issue was due to the patient¿s weight loss and having loose tissue where the battery is implanted. The rep palpated the battery to examine how much movement there was in the pocket and checked impedances. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) via a patient on 2017-jul-12. The rep stated that the patient¿s implantable neurostimulator (ins) was replaced because their ins was overdischarged twice, the patient lost weight so the pocket was revised, and impedances on electrodes 5-7 and 14-15 were greater than 10,000 ohms. The patient was very satisfied with settings and noted having no change in treatment and would like to continue with the same settings. The patient¿s healthcare professional (hcp) was aware of the high impedances prior to surgery and no new high impedances occurred after the new ins was connected. After surgery, the ins was turned on with the same settings and the patient was receiving relief in their pain areas with no complaints or concerns. The patient was satisfied with the treatment and would call as needed. No further complications were reported/are anticipated.